Event description:
One patient sample with discrepant hcg results. Initial sample first tested diluted, giving result of 195647 miu/ml. Sample repeated twice without dilution giving 0.722, and >0.500 miu/ml, and once with dilution gave 190171 miu/ml. Next day, same sample was repeated four times, with dilution giving >200000, 193851 and 206635 miu/ml; without >10000 miu/ml. No erroneous results were reported. The field service representative determined the cause to be low pmt high voltage and a corrupt data disk. Adjusted pmt voltage and created new disk. Performance tests were performed and within specification.